Manufacturer narrative:
The manufacturer received information a dreamstation go had a lot of smoke emitting out of the micro-sd slot when it was turned on at the clinic. The device was brought in for service due to "service required" message. The device was turned on and smoke came out of the micro-sd slot. The device could not be tested due to smoke and was immediately turned off. The patient reports the odor was like burning plastic. The device was plugged in the ac outlet. There were no reports of flames, melting, warping or voids/gaps in enclosure. The device will be sent to a service center for further investigation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No device has been returned. No further evaluation is possible at this time. Three attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information a dreamstation go had a lot of smoke emitting out of the micro-sd slot when it was turned on at the clinic. The device was brought in for service due to "service required" message. The device was turned on and smoke came out of the micro-sd slot. The device could not be tested due to smoke and was immediately turned off. The patient reports the odor was like burning plastic. The device was plugged in the ac outlet. There were no reports of flames, melting, warping or voids/gaps in enclosure. The device will be sent to a service center for further investigation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.